Event description:
Caller states that a patient obtained the following results on a meter, compared to a lab result, within 10 minutes: hi (greater than 600 mg/dl) (inform) and 182 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.